Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/st retching/overstress and visual summary analysis of the lead indicated damage at implant. The analyst also noted:helix is stretched and does not retract.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant the lead's helix would not turn clockwise and there was a suspected fracture. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.